Manufacturer narrative:
Getinge became aware of an issue with one of our accessories 100969a0 - sensor drive EU used with 720001b2 - meera EU with auto drive. As it was stated, the user tried to manually release the table and grabbed the sensor drive, which unlocked from the rail. Consequently, the user lost balance, fell backwards and suffered an impact to the head and neck. Following the incident, the user was on sick leave for three days. No further details regarding patient outcome were provided to getinge to date. We decided to report the issue in abundance of caution as serious injury in case of event recurrence, namely user falling and hitting the head, could not be excluded. For the time being, the customer has not confirmed a request for intervention to carry out an expertise on the device involved in the alleged incident. The subject matter expert at manufacturing site assessed received allegation and concluded that it is probable that the error pattern was caused by wether the user forgetting to pair the sensor drive or the user not attaching the sensor drive correctly to the table. Consequently, the sensor drive was not correctly locked and lost just a little connection and therefore unpaired. In the complaint, it was also stated that the user tried to release the table manually. The sme has underlined that the sensor drive is not a push handle. Therefore, pulling it caused its release from the table. In the IFU (IFU 1009.69 en 08, page 28), the user is informed that when mounting the sensor drive they should ensure that it is properly seated. In the chapter ¿operation and use¿ (IFU 1009.69 en 08, pages 28-31) the user can find the described procedures for mounting, assigning, synchronizing and removing the sensor drive with the operating table. Based on the sme¿s assessment, it is likely that the user utilized the accessory disregarding safety notes and suggestions from the user manual. With the investigation performed it was concluded that upon the event occurrence, the device was not being used for the patient¿s treatment and was directly involved with the reported incident. As no malfunction of the sensor drive could be established, it was considered that the getinge device was up to the specification. Based on all available information we assume that the root cause for the sensor drive unlocking from the rail and consequently the user falling backwards and suffering an impact to the head and neck was most likely related to the user error. The complaint investigated herein is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th april 2023, getinge became aware of an issue with one of our accessories 100969a0 - sensor drive EU used with 720001b2 - meera EU with auto drive. As it was stated, the user tried to manually clear the table and grabbed the sensor drive which unlocked from the rail. Consequently, the user lost balance, fell backwards and suffered an impact to the head and neck. Additional information regarding the incident, injury and user outcome was requested, however, no details were received to date. We decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded. Corrected b5 describe event or problem: on 4th april 2023, getinge became aware of an issue with one of our accessories 100969a0 - sensor drive EU used with 720001b2 - meera EU with auto drive. As it was stated, the user tried to manually release the table and has grabbed the sensor drive, which unlocked from the rail. Consequently, the user lost balance, fell backwards and suffered an impact to the head and neck. Following the incident, the user was on sick leave for three days. From the information available to getinge to date no adverse outcome could be confirmed. We decided to report the issue in abundance of caution as serious injury in case of event recurrence, namely user falling and hitting the head, could not be excluded.

Event description:
On 4th april 2023, getinge became aware of an issue with one of our accessories 100969a0 - sensor drive EU used with 720001b2 - meera EU with auto drive. As it was stated, the user tried to manually release the table and has grabbed the sensor drive, which unlocked from the rail. Consequently, the user lost balance, fell backwards and suffered an impact to the head and neck. Following the incident, the user was on sick leave for three days. From the information available to getinge to date no adverse outcome could be confirmed. We decided to report the issue in abundance of caution as serious injury in case of event recurrence, namely user falling and hitting the head, could not be excluded.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3: device not returned to manufacturer.

Event description:
On 4th april 2023, getinge became aware of an issue with one of our accessories 100969a0 - sensor drive EU used with 720001b2 - meera EU with auto drive. As it was stated, the user tried to manually clear the table and grabbed the sensor drive which unlocked from the rail. Consequently, the user lost balance, fell backwards and suffered an impact to the head and neck. Additional information regarding the incident, injury and user outcome was requested, however, no details were received to date. We decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.